Event description:
Patient was hospitalized on (B)(6) 2013, due to hyperglycemia and an infection at her infusion site. The infusion set was changed on (B)(6) 2013. Her blood glucose elevated to 480 mg/dl that night, and insulin was delivered via the infusion device as treatment. She felt sick and nauseous and she vomited. Her mother removed the infusion set, and her skin was swollen and there was an abscess at the site. She measured "+++" for ketones. Her mother drove her to the hospital, and the doctor thought she had gastroenteritis. She did not receive treatment at that time. Her blood glucose was still elevated on (B)(6) 2013, and she continued to feel sick and nauseous and she vomited. Her blood glucose was "hi" in the morning on (B)(6) 2013. Her mother drove her to the hospital, and her blood glucose was 487 mg/dl and she experienced dysphasia. She was admitted and treated with an insulin diffusor. The doctor opened the abscess on (B)(6) 2013, and she was discharged from the hospital on (B)(6) 2013. The infusion set was requested for evaluation.

Manufacturer narrative:
The complaint describing an allergic reaction cannot be verified. The infusion sets meet product specifications. Seventeen original packed infusion sets of the batch (B)(4) were received for investigation. No abnormalities were noted during the visual inspection, and the investigation of production documents did not show any deviations related to the complaint. The specification of the self-adhesive includes that the used medical grade adhesive is formulated for sustained contact with human skin. It has been tested for hypoallergenic properties and found to be non-sensitizing.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.